Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The surgeon, reported via the sales business manager, that during a procedure the anchorage 3mm locking screw went straight through the ntp cp plate (right) and did not lock in place. The surgeon reported that he changed to a 3.5mm locking screw which locked in correctly. The surgeon reported that the procedure was completed successfully with only a few minutes delay to surgery time while a 3.5mm screw was located. The surgeon reported that there were no adverse consequences for the patient.

Manufacturer narrative:
Evaluation summary: the reported incident that a screw went through this anchorage plate could not be confirmed, since the device was not returned for evaluation. The root cause of this problem has been identified as a design issue. This problem has been identified during nc and is addressed by a CAPA. A new design will be implemented as soon as validated. As no plate has been discarded and this surgery has been completed successfully with the plate, no credit note will be provided. A review of the device history was not possible because the lot number was not communicated. If any further information is provided, the investigation report will be updated. Device implanted.

Event description:
The surgeon, reported via the sales business manager, that during a procedure the anchorage 3mm locking screw went straight through the ntp cp plate (right) and did not lock in place. The surgeon reported that he changed to a 3.5mm locking screw which locked in correctly. The surgeon reported that the procedure was completed successfully with only a few minutes delay to surgery time while a 3.5mm screw was located. The surgeon reported that there were no adverse consequences for the patient.